Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The image had black shadows on the screen during testing. Additionally, as noted in b5, the forceps channel port was found shaved. The image also had a stain in it due to deterioration of the guide bundle. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus bronchofiberscope as the unit had black shadows on the screen during routine maintenance. There was no patient involvement during this event. During the device evaluation, it was discovered that the forceps channel port had been shaved. This report is being submitted to capture the shaved forceps channel port found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed scraping of the forceps stopper cap could not be determined, however, it is likely that the metal part of a treatment tool or cleaning brush interfered with the forceps plug mouthpiece when inserting or removing the treatment tool or cleaning brush during handling by the user. Additionally, the root cause of the bending rubber contamination was determined to be the result of the device being returned to olympus without being reprocessed by the customer facility. The event can be detected by following the instructions for use sections below: ¿ instruction manual bronchofiberscope bf-e2 series chapter 3 preparation and inspection¿. In addition, the following non-reportable malfunctions were found during the device evaluation: deformation of control unit, water tightness lost. Objective lens has a scratch. Light guide lens has a chip. Grip has a scratch. Control unit has a scratch. Scope connector cover has a scratch. Up/down plate has a scratch. Universal cord has a dent. Olympus will continue to monitor field performance for this device.